Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device examination, the following issues were identified: the plug unit was scratched; the distal end cover was burned; and the connecting tube was buckled. Functional testing showed that the relayed image had a shadow due to a damaged charge coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had fluid ingression. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.